Event description:
Patient reported right side "lymphoma symptoms" and ¿damage of them¿. Axillary lymph nodes are "slightly swollen." Patient representative reported pain, patient "desperate and worried about the possibility of developing cancer," and sleeping issues. Treatment with cefadroxila, nimesulide, and lisador was given. The device has been explanted.

Manufacturer narrative:
Continued h.6: [health effect - impact codes]: f2203. Additional, changed, and/or corrected data: b.5., d.6b., h.6.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy and rupture.

Event description:
Patient reported right side "lymphoma symptoms" and ¿damage of them¿. The device remains implanted. Axillary lymph nodes are "slightly swollen."